Event description:
On (B)(6) 2002, an "in-fast system" was implanted "to treat plaintiff's symptomatic urinary incontinence, which subsequently required a second surgery." The date of surgery was not provided. Plaintiff's attorney has alleged that, "plaintiff now suffers from erosion and scarring of vaginal tissue, infection, erosion," and "discomfort." It was also alleged that, "as a result," plaintiff has suffered past and future physical pain and suffering, emotional distress; loss of enjoyment of life; and partial disability.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.